Event description:
A malfunction was reported on a pump by the caller, amber ford, who contacted technical support but did not have the pump present at the time. The specific malfunction was identified as malf 12, with a resettable malfunction code. Technical support provided pump reset information and attempted to assist the caller in resetting the device, but the pump was not available to complete the process. The caller did not report any backup therapy and planned to reach out to a healthcare provider for support. Technical support left a voicemail for further assistance in resetting the pump and planned to follow up once the caller was able to proceed with the reset. There was no reported impact to the customer¿s blood glucose level.